Manufacturer narrative:
Analysis revealed unexpected exit/software unresponsive. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system being used outside of a procedure. It was reported that the system unit labeled "thing 1" was not turning on and the screen was displaying "no input detected". User believed he could hear the fans running. There was no patient present.